Event description:
It was reported that the intraocular lens was inserted and removed intraoperatively because it was "defective". No additional information was provided regarding the alleged "defect". The incision was enlarged and sutures were necessary. Additional information has been requested but has not been received. Please reference MDR # 1119279-2013-00197 for the intraocular lens used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.